Manufacturer narrative:
Device evaluation: four photographs were received for investigation. The first photo shows a front view of the assembly where a vertical crack is observed along the assembly and blood is observed around the crack and in the blue cap. Photo two shows a back view of the assembly, no damage or dysfunctional conditions are observed on this part of the assembly. Photos three and four show part of the original packaging confirming the item and lot number. The reported failure mode, leaking, was confirmed. No product sample was received; therefore functional testing could not be performed. A root cause could not be identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing being used experienced a failure and leaked. Despite the product leaking, they were able to transfuse blood into the patient without difficulty. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.